Manufacturer narrative:
There is no indication that the access accutni+3 device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.

Event description:
The customer reported one non-reproducible, elevated troponin I (access accutni+3) result, for one patient, involving the access accutni+3 reagent used in conjunction with the unicel dxi 800 access immunoassay system. The customer stated the elevated result was not released out of the laboratory. There was no patient impact associated with this event. The plasma sample was collected in 13x75 mm lithium heparin tube and centrifuged at 5,100 rpm (rotations per minute) for three minutes, at room temperature. The sample was clear in appearance and analyzed immediately following collection. No sample integrity issues were noted. The customer indicated quality control (qc) was within specification prior to and after the event. No system issues were reported. The instrument was in normal operation.